Event description:
It was reported that this unit turned off when setting up a stress test and would not turn back on. Pt attached to device during cardiac stress test for monitoring purposes.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The failure was confirmed and caused by the power supply circuit board that is part of the paddle tray assembly. Visual inspection revealed a resistor that became overheated with surrounding area of the circuit board. Replacement of the assembly corrected the failure. The reporter has not responded to attempts to recover pt info.